Manufacturer narrative:
Device evaluation: visual inspection revealed that the tip of the device was twisted and fractured. Root cause: root cause was unable to be determined. This event could possibly be attributed to wear through use over time or multiple sterilization cycles. DHR review: per DHR review, the parts were likely conforming when it left zimmer biomet control. Device usage: this device is used for treatment. If additional information is obtained that adds value to the relevant content of this report, a follow-up report will be sent.

Event description:
It was reported that the tip of a vital t20 final driver twisted and broke off intra-operatively. There was no reported patient harm.